Event description:
During a lap cholecystectomy procedure, the first clip was loaded and the feeding mechanism was slow. The device produced 3 good clips. When releasing the firing trigger, you can feel some resistance as if the feeding mechanism is of high viscosity. There were no adverse consequences to the pt.